Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a maxforce biliary catheter balloon was used during a dilatation procedure of the papilla on (B)(6) 2012. According to the complaint, after the dilatation of the papilla was performed with the maxforce balloon it was attempted to remove the balloon; however it was difficult to remove through the scope, and the proximal end of the catheter broke outside the patient. It was reported that no other portion of the device detached. Forceps were used to remove the catheter from the endoscope. The procedure was finished at this point and was completed with this maxforce balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a maxforce biliary catheter balloon was used during a dilatation procedure of the papilla on (B)(6) 2012. According to the complaint, after the dilatation of the papilla was performed with the maxforce balloon it was attempted to remove the balloon; however it was difficult to remove through the scope, and the proximal end of the catheter broke outside the patient. It was reported that no other portion of the device detached. Forceps were used to remove the catheter from the endoscope. The procedure was finished at this point and was completed with this maxforce balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results: visual evaluation of the complaint device found the shaft to be broken and severely stretched at the breakage point. Slight kinks were noted along the length of the remainder of the shaft. Examination of the balloon material noted that it was deflated but not correctly wrapped in the wing folded position. In its returned condition it was not possible to inflate the balloon; however the shaft of the device was dissected proximal to the lapweld area and it was possible to inject liquid into the balloon, no leaks were noted in the balloon material. The reported event as confirmed. This failure likely occurred due to anatomical/procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.